Event description:
At the hub where you screw syringes into for a g-tube and middle piece had broken off and was missing not allowing the cover to secure to tube. Manufacturer response for tubes, gastrointestinal (and accessories), amt minione extension set (per site reporter). We have emailed the vendor on this issue on [redacted] we have not received a response.